Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having th10-l2 correct ion and fixation spinal therapy for degenerative lumbar spondylolisthesis (dls). It was reported that the cage was set on l1/2 was backed out and protruded into the spinal canal where patient had nerve compression and neurological symptoms. There was hospitalization due to this and no further complications reported regarding the event. Additional information was received via manufacturer representative that revision surgery was performed and device was explanted.

Manufacturer narrative:
Radiographic image review: antero posterior interbody fusion level between graft height and location appears different as different angle and x-ray technique used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.